Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the syringe print is wearing off. To aid in the investigation, ten samples in sealed packaging blisters were received for evaluation by our quality team, a visual inspection was performed. The syringe scale marking is good, but the packaging blister top web printing is coming off. No other defects or imperfections were observed. This defect could occur if the ink was not cured properly. A device history record review was completed for provided material number 302830, lot number 2179676. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the packaging blister top web process was performed. The settings were correct. The samples will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe experience scale marking issue. The following information was provided by the initial reporter: customer calling with complaint about 20ml syringes, states that they are experiencing issue with some of the printing is wearing off, disintegrating. Date of event -unknown but was brought to managements attention yesterday.